Manufacturer narrative:
Company comment: the serious expected events of oedema, fibrosis at implant site, cutaneous contour deformity and the non-serious expected events of visual impairment, tension headache and the unexpected events of balance disorder were considered possibly related to the treatment. Seriousness criteria includes the need for medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or the patient's hypersensitivity to the product. The event of visual impairment could be secondary to oedema at implant site affecting the balance. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. Follow-ups to obtain the lot number and additional case information have been performed. However, consent from the patient to obtain further information was not received. The information available in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 04-may-2026 by a female patient of unknown age concerning herself. Additional information was received on 05-may-2026 from patient and an other health professional. No information about medical history or history of allergies has been provided. The patient had previously received treatment with sculptra and there were no issues after the treatment. The patient was advised that an additional vial of sculptra might be required in approximately 8-9 months. In 2024 (two years prior to the date of report), the patient received treatment with 1 vial of sculptra, half a vial to each side of temple (unknown lot number, injection technique and needle type) by another nurse. The patient reported that she never massaged the area, as she was informed by the injecting hcp that it was not necessary. She routinely used her unspecified skin care. The hcp noted patient did not receive details of treatment nor information of aftercare from the treating hcp. On an unknown date, the patient also received concomitant treatment with unspecified toxin. Two weeks after the treatment, in 2024, the patient experienced swelling/fluid (implant site oedema) at the inner corner of eyes, glabella, nose and cheek area. On an unknown date, the patient underwent an MRI which showed pressure on venous plexus in the temples. She mentioned that the sculptra stimulated collagen and that she had chronic fibrosis (implant site fibrosis). She was advised to wait but it was physically affecting balance (balance disorder), affecting eyesight (visual impairment) and caused pressure headaches (tension headache). Her pupils were the size of two tiny pins and increased and decreased in size by the day. The swelling and amount of fluid debilitated her face. The patient was concerned about her vision, and it distorted (cutaneous contour deformity) the face. Since the swelling presented, the patient was on pred [prednisolone], which did improve the events. However, it affected her day-to-day work, not only with appearance of face but also physically because she was unable to work. On an unknown date, the patient visited a sonographer, an ent specialist, an ophthalmologist and a plastic surgeon. She received two unspecified steroid injections from a physician. However, it was not reported which physician administered the treatment. The treatment was successful with reducing the swelling. The patient had a consultation with another physician who suggested 5 fu as a treatment option and an appointment with treating physician was scheduled in two weeks. The patient also underwent lymphatic drainage and enzyme treatment, but these had not effect. On (B)(6) 2026, the reporting hcp reported that the patient contacted (B)(6) care and was advised visiting the emergency department based on her symptoms. The patient was desperate to resolve her symptoms and was dissatisfied that she was unable to obtain solution. The patient consulted to multiple physicians because the treating practitioner was refusing to treat her. On 12-may-2026, attempts were made to contact the patient, however, the patient declined further follow-up and did not consent to provide additional information. Outcome at the time of the report: swelling/fluid was not recovered/not resolved/ongoing. Chronic fibrosis was not recovered/not resolved/ongoing. Affecting balance was not recovered/not resolved/ongoing. Affecting eyesight was not recovered/not resolved/ongoing. Pressure headache was not recovered/not resolved/ongoing. Distorted was not recovered/not resolved/ongoing. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from another nurse and on (B)(6) 2026 from the patient herself. Outcome of events, details of the consultation with the reporting hcp and the patient's consent for further information was updated.